Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. The patient's aortic neck angulation was about 77 degrees. It was reported that approximately two weeks after the index procedure, the patient was readmitted to the hospital with anemia. She was given blood and a CT scan was done showing a proximal type I endoleak. The physician states the possible causes of the endoleak is the short, angled neck of the aneurysm and possible undersizing of the stent graft. The physician has determined that the leak is not significant enough to treatment at this time. The physician thinks it may thrombose and resolve on its own. The patient will be monitored. The physician does not want to subject the patient to any unnecessary procedures due to advanced age and poor cardiac status. No clinical sequelae were reported and the patient is fine. Film review analysis: the leak is likely the result of a combination of factors: the stent graft oversizing is on the very low range (28mm graft in an ~26mm patient neck). The patient has a high neck angulation (~77 degrees). That bend, coupled with a chunk of calcium on the outside curve in the seal region possibly acted to keep the stent graft from sealing against the vessel. Powerpoint slide notes: type I proximal endoleak observed in patient scan 28 mm stent graft minimally oversized (~8%) for 26 mm landing zone high patient neck angulation and calcium deposit possibly prevent stent graft from sealing against the outer curvature of the vessel stent graft landed ~5 mm below the patient right renal in the location of the leak.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Proximal neck angulation greater than 60 degree. Conclusion: endoleak. Proximal neck angulation greater than 60 degree.